Event description:
Please look at those pictures below of what happened to a patient when the surgeon shaved his belly with the razor. Apparently he developed some skin irritation and the blade left some nicks which developed later into " cellulitis!" The surgeon is upset about these razors, I think we need you to come out and work with this service as well another service who also had issues until they started using the different blade for the groin area.  Additional information received from the customer on (B)(6) 2013.  The customer has been discharged.  The customer has requested additional time to gather the information requested from carefusion regarding the patient impact.  The customer provided additional information on (B)(6) 2013.  The blade is not available for evaluation. The lot number of that blade is unknown because this incident was reported two days after the incident occurred so the customer was not able to retrieve the information from the clipper packet. The incident occurred during an open repair of left femoral false aneurysm.  The patient's groin area and abdomen up to the umbilicus was clipped. Carefusion chloraprep 26ml orange tint solution was also used during the procedure on this area.  There were 2 post op photos taken and 1 post- clipped photos taken in total. All three photos have been attached to the complaint.  The patient was treated for cellulitis and  IV antibiotic therapy was used.  The customer is not sure of the drug name.  Warm compresses were also applied by nursing to the affected area.  The patient has been discharged.  The current status of the patient is unknown.  There was mention in the patient¿s chart on the date of discharge, which also indicated that this area had signs of improvement.

Manufacturer narrative:
(B)(4). The compliant blade has been discarded and is not available for evaluation. In addition, the lot number of the blade is unknown. Therefore, and evaluation cannot be completed. A follow up will be sent if additional information is obtained.

Manufacturer narrative:
(B)(4). The surgical clipper blade was discarded and is not available for evaluation. In addition, the lot number of the blade is unknown. Therefore, an evaluation could not be completed. The device history records (DHR) was reviewed for all lots of blades manufactured between may of 2012 and october of 2013. There were no abnormal issues identified during this time period. Without knowing how the clipper and blade were used, it could not be determined how the abrasion and nicks were caused.